Manufacturer narrative:
The initial reporter phone number provided is (B)(6). The initial reporter facility name provided is (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the arctic sun device had negative pressure issues. Circulation pump was replaced. Device underwent pm procedure. Heater, mixing pump, and drain valves were replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the on changing the water as per routine the arctic sun device would not suck up water. Per follow up information received via mail on 02apr2025, the device was sent in for a bd-approved facility for evaluation. System not here yet. No patient involvement.